Event description:
New information noted that the right ventricular lead and right atrial lead exhibited noise oversensing causing pacing inhibition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-19324. It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right ventricular - rv lead exhibited episodes of noise and a high capture threshold, while the right atrial - ra lead exhibited episodes of noise. The rv and ra leads were explanted and replaced. The patient was in stable condition throughout the procedure.